Event description:
It was reported that the right atrial (ra) lead became dislodged during an unrelated procedure. An attempt to reposition the ra lead was performed, however, it was unsuccessful because the stylet was unable to be inserted into the lead. The ra lead was explanted and replaced and the patient was in stable condition.